Event description:
It was reported that the user experienced recurrent overnight hypoglycemia with readings as low as 38 mg/dl, removed the ilet pump due to fear of additional lows, contacted ems, and was treated in the emergency department with oral glucose without admission; support review suggested that overnight corrections appeared aggressive, but the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia and vomiting attributed to repeated overnight corrections and carbohydrate intake. Outcomes included an unexpected medical intervention where medication (oral glucose) was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.